Manufacturer narrative:
Per tandem¿s t:flex user guide: humalog has been tested by tandem diabetes care, inc. And found to be safe for use in the t:flex pump. Humalog was tested for up to 48 hours as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level as high as 330 mg/dl and it was addressed with a correction via the pump. It was noted that the customer changed the correction factor setting on the pump from 1:18 to 1:15 and the customer did not consult with their healthcare provider prior to changing the setting. Reportedly, the customer also changes the insulin and cartridge every 5 days.